Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged periods with large clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adverse reaction ("all my issues I have found out through this group can be connected to essure"). The patient was treated with surgery (novasure). At the time of the report, the menorrhagia was resolving and the adverse reaction outcome was unknown. The reporter considered adverse reaction and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('prolonged periods with large clots') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and adverse event ("all my issues I have found out through this group can be connected to essure"). The patient was treated with surgery (novasure). At the time of the report, the menorrhagia was resolving and the adverse event outcome was unknown. The reporter considered adverse event and menorrhagia to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.